Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). - the dentist reported that the dental implant had to be removed during its installation surgery due to the perforation of sinus membrane. It was being installed in intraoral region 3#, 20 ncm of primary stability was achieved, bone graft was executed, fenestration occurred during surgery and the patient presented insufficient bone quality/quantity (bone type IV).